Event description:
The compartment door that holds the insulin syringe cartridge has opened on numerous occasions causing the plunger on the syringe to be pushed in and extra insulin to be delivered. Pt has had anywhere from 5-25 units pushed in by accident at a time requiring continual blood glucose monitoring and glucose to be administered to prevent serious diabetic insulin shock. It has been reported and replacement insulin pumps have been sent out but it is a design flaw in the door. Pt had earlier models that did not have this problem as the side of the compartment came up further preventing the syringe from being able to be pushed out. The 508 model has a low side and the syringe is easily moved and pushed out by the slightest bump.